Manufacturer narrative:
Device labeling addresses the reported event as follows: "although the reshape dual balloon design provides an anti-migration feature, there is the potential risk of device migration and intestinal obstruction...if intestinal migration occurs, the device may pass through the intestine and be passed with stool."

Event description:
Device placed on (B)(6) 2015; patient presented at ER on (B)(6) 2016 and initial imaging (CT) showed the deflated device in the terminal ileum. Diagnostic laparoscopy performed later on(B)(6) showed device moved into colon. Patient checked self out of hospital on (B)(6) and reported device excreted in stool on (B)(6) 2016. Patient reported that symptoms resolved.